Event description:
It was reported that during a lap gastrectomy, the jaws had a difficulty in opening. It took a few seconds to open the jaws after firings. As the jaws opened, there were no adverse consequences to the patient. No device will be returning. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on?---2nd. What vessel or structure was the device fired on at the time of the event? ---blood vessel . Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---there was a possibility that the device clamped the 1st clip. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no . How was the device removed? ---the jaw automatically opened after a while. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.